Event description:
Patient had a venous access port placed in radiology as outpatient. Patient received chemotherapy through the access device and developed neurological symptoms. At this point it was noted the catheter was in the right subclavian artery.